Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that an air leak was noted to a smiths medical portex® clear pvc, soft seal® cuff tracheal tube. The endotracheal tube (ett) was reported to be satisfactory initially, however, 90 minutes into laparoscopic operation the ett leak was noted. Subsequently, the surgery had to be interrupted to position the patient and to exchange the tube. There were no reported adverse patient effects.